Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following was received by the initial reporter: received voicemail from consumer stating he has been using the product for 30 years and for 30 years, the product has not worked for him. Stated, the needles do not work. Consumer did not mention which product he is using.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following was recieved by the initial reporter: received voicemail from consumer stating he has been using the product for 30 years and for 30 years, the product has not worked for him. Stated, the needles do not work. Consumer did not mention which product he is using.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.